Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25mar2020.

Event description:
It was reported that the main light emitting diode (led) and battery led were not working. There was no patient involvement. The manufacturer's remote service technician performed troubleshooting with the customer. The customer reported that the power switch overlay was "puffed up" and suspected that it was the cause of the failure. The technician recommended that the customer replace the overlay and power supply. The customer replaced the power switch overlay and the issue was resolved. The unit was returned to service.